Event description:
The user facility reported that the device overheated and was breaking blades during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d10, h3 additional info h6 h3 other text : device not returned

Event description:
The user facility reported that the device overheated and was breaking blades during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.